Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was noted to be an intermittent issue that could not be replicated. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that there was an image artifact on (B)(6), fse notified by site (B)(6). Images could be utilized. There was a less than 1-hour delay to the procedure and no impact on patient outcome. The artifact was caused by an intermittent pixel defect. The site was able to complete procedure because artifact was distinct and outside the area of interest. There were no unused spins.